Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level was 190 mg/dl. At the time of the report with tandem technical support, the customer did not have an alternate method for insulin therapy. The customer declined further follow up from tandem technical support.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.